Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected low blood glucose value of 48 mg/dl, 229mg/dl was current blood glucose value and 227mg/dl 45 minutes ago. No troubleshooting was performed because the customer declined. The customer treated with cheerios, milk and a banana. Troubleshooting was performed and the customer was able to complete the bolus. Nothing will be replaced or returned.